Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a conductor fracture. It was noted that the fracture was suspected due to high out of range impedance that increased over time. A new rv lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: patient codes, along with any other relevant fields have been updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a conductor fracture. It was noted that the fracture was suspected due to high out of range impedance that increased over time. A new rv lead was implanted successfully. There were no adverse patient effects reported. Additional information was received that noted the patient was having pain from her device which caused her to fall. The lead issue was found approximately two weeks prior to the procedure.